Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection at the ipg site. Symptom was redness at the area around the site. The physician did not know the cause of infection. The patient was prescribed antibiotics and underwent an explant of the ipg.